Manufacturer narrative:
This supplemental report was submitted to provide additional information from the original equipment manufacturer (OEM) for MDR# 8010047-2020-09734. As part of the investigation, olympus followed up with the user facility to obtain additional information but with no results the original equipment manufacturer (OEM) performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. The OEM determined that the ccd (charged coupled device) unit was temporarily unable to obtain a real-time image / no image because the ccd unit failed due to the following: age degradation from exceeding the service life unexpected stress on the head due to the user's handling. Olympus will continue to monitor complaints for this device. As stated on the IFU and as a preventive measure, the user manual states: do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head.

Manufacturer narrative:
The referenced device was returned to the service center. The evaluation confirmed the camera not working as the image was black /very dark image and the charged coupled device (ccd) unit was defective. A visual inspection of the device noted there was normal wear. The device was repair / replaced and returned to the customer. A review of the repair history shows the device was last serviced via repair on (B)(6) 2020. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The service center (oci) was informed that during a procedure, the high definition autoclavable camera head was noted to be broken. No patient injury or harm was reported.